Event description:
It was reported that a patient with a PICC (1.9 french single lumen) and the PICC was found snapped and fluids leaking all around the site. The doctor removed the PICC upon finding. No other information was provided. Additional information provided 11/27/2023: the PICC line had to be removed once it was determined the PICC line had snapped. Patient had a PICC line for antibiotics and was receiving tpn and lipids through this central line. Patient needed to have a peripheral IV started. During one of our hourly checks (we check all lines every hour) it was found that the patient's dressing was wet and the bed was wet. Upon investigating it was found that the PICC had snapped and under the dressing was in two pieces. Once this was determined it was removed by neonatologist. It was measured once removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that a patient with a PICC (1.9 french single lumen) and the PICC was found snapped and fluids leaking all around the site. The doctor removed the PICC upon finding. No other information was provided. Additional information provided 11/27/2023: the PICC line had to be removed once it was determined the PICC line had snapped. Patient had a PICC line for antibiotics and was receiving tpn and lipids through this central line. Patient needed to have a peripheral IV started. During one of our hourly checks (we check all lines every hour) it was found that the patient's dressing was wet and the bed was wet. Upon investigating it was found that the PICC had snapped and under the dressing was in two pieces. Once this was determined it was removed by neonatologist. It was measured once removed.